Event description:
It was reported that the core impaction drill heated up during testing. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up during testing. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the driveshaft. The nose cone was also found to have no bounce.